Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was complaining of severe abdominal pain and presented in clinic. On interrogation of the device, the right ventricular (rv) lead was noted with significantly increased rv threshold and diminished r-waves. There were no obvious signs of lead position change on x-ray. The lead was explanted and replaced. The patient was stable.

Event description:
Additional information received noted that the pain was related to irritation of the pericardium from the right ventricular lead.